Event description:
It was reported that during a da vinci-assisted surgical procedure, the system's universal surgical manipulator (usm) 4 broke. The caller was called into the operating room (or) after the procedure and was informed by the or staff that the usm 4 broke while using a prograsp instrument, but was not given any additional information. The caller informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the issue occurred during the procedure, but did not know if they moved the usm 4 out of the way and continued using only the usms 1, 2, and 3. The customer confirmed that the procedure was completed and believed there was not any patient injury, but was not sure. Also, the caller stated that an error 23118 was displayed on the screen when they came into the or to check out the system. The tse reviewed the system error logs and noticed repeated errors 23069 and 23118, pointing to the usm 4, axis 3. The tse had the customer confirm that there was no drape material stuck in the insertion axis (3) on the usm 4. The tse walked the customer through a hard power-cycling and emergency power off (epo) the patient side cart (psc) with no change. The tse informed the customer that an isi field service engineer (fse) will need to replace the usm 4 in order to resolve the issue. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The nurse was not able to provide any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, error 23118 on insertion. The unit was tested on an in-house system and failed normal mode because error 2311 on degrees of freedom (dof) 4 was triggered. There was no evidence of fluid intrusion nor was there debris found on the chipencoder virtual absolute (cva) disk. The unit was tested on a pftp and passed lissajous, direction, brake, sine cycle, carriage strength, direction, insertion buttons, check cannula and carriage switches test but failed cva test on insertion. The insertion cva disk was swapped out with a new one and the error went away. When the original insertion cva disk was returned, the error 23118 occurred again.